Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k141311,k250884 b3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, black dots.

Manufacturer narrative:
(B)(4) follow up. It was reported there were some black dots. As a physical sample was not returned, a thorough sample evaluation could not be performed. To support the investigation, the quality team reviewed a single photograph provided by the customer. The image appears to show a syringe plunger rod against a white background, with dark colored specks visible within the plunger rod ribs. No additional defects or irregularities were observed in the photograph. A device history record review was completed for material number 306546, lot 5356778. This review did not identify any in process or final inspection nonconformances that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met applicable specification requirements. At the time of this review, no other similar events have been reported for this lot. Based on the available information and photographic assessment, the condition reported by the customer is considered confirmed. However, without evaluation of an actual physical sample, a probable root cause could not be determined.